Manufacturer narrative:
A2; a3; a4: the patient information was requested, but was withheld without patients written consent. C: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other code, h6 code b18, c20: the medical device was discarded at the hospital, therefore direct product analysis was not possible. The instructions for use (IFU) for this medical device states under adverse events: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: deployment failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient was meant to be treated with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) for an acute occlusion caused by thrombosis in the right external iliac artery, which was recanalized before the procedure. There was no calcium observed at the occlusion due to thrombosis. The access was opened in the right groin, where a 10fr 45 cm length flexor sheath (cook) and a stiff 0.035" guidewire (terumo) were used. When the physician pulled the deployment line, the thread started to move from the proximal end towards the distal tip, what caused the viabahn device to deform. The thread was trapped in the structure of the viabahn device. The more the deployment line was pulled, the more the viabahn device became deformed, and the deployment line got stuck. As the physician released the tension of the thread, the viabahn device formed back to its lineal shape. The viabahn device was removed from the patient and the procedure was continued with the implantation of a endurant stent graft (medtronic) without any complication for patient. After numerous attempts outside the patient, the thread was freed from its entrapment. The initial plan for the procedure was to implant two viabahn devices. As the hospital realized that they did not have two viabahn devices available, the plan was changed to implant one viabahn device and one endurant stent graft. As the endurant stent graft was now implanted alone, this device was enough for the treatment. The physician considered that the endurant stent graft was a good substitute.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient was meant to be treated with two gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device), one distally and the other one proximally, for treatment of an acute occlusion caused by thrombosis in the right external iliac artery, which was recanalized before the procedure. There was no calcium observed at the occlusion due to thrombosis. The access was opened in the right groin, where a 12fr 45 cm length flexor sheath (cook) and a stiff 0.035" guidewire (terumo) were used. When the physician pulled the deployment line of the first viabahn device, the thread started to move from the proximal end towards the distal tip, what caused the viabahn device to deform. The thread was trapped in the structure of the viabahn device. The more the deployment line was pulled, the more the viabahn device became deformed, and the deployment line got stuck. As the physician released the tension of the thread, the viabahn device formed back to its lineal shape. The viabahn device was removed from the patient and the procedure was continued with the implantation of a endurant stent graft (medtronic) without any complication for patient. After numerous attempts outside the patient, the thread of the viabahn device was freed from its entrapment. As the first viabahn device had to be removed, the plan was changed to implant the endurant stent graft instead and the second viabahn device was not considered anymore. As the endurant stent graft was now implanted alone, this device was enough for the treatment. The physician considered that the endurant stent graft was a good substitute.

Manufacturer narrative:
H3 other code, h6 code b18, c19, d15: product investigation report. The primary reported device failure mode, bow-stringing of the device with a stuck deployment line during attempted deployment, is consistent with observations made during evaluation of the provided video. However, the deployment environment outside the patient portrayed in the video is not consistent with the environment in which the device is intended to be used where the device is supported by the patient¿s vasculature. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The viabahn device was discarded by the user, and the investigation could not confirm the cause of the reported hazardous situation nor the device failure mode in relation to the reported inability to deploy the device. Please note, that we want to retract the previously communicated instructions for use (IFU) statement, which quoted the possible adverse event "deployment failure".